Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unknown date, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient started treatment with injection (inj.) Vancomycin intraperitoneally (ip) (1 gm and frequency not reported), inj. Amikacin ip (120 mg, stat), and inj. Forcan intravenous (400 mg and frequency not reported) for the peritonitis. At the time of this report, the pt was still hospitalized. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.